Manufacturer narrative:
Field b3 - date of event updated from 03jul2025 to 03jun2025. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lot are within the established limits and comparable to the historical reagent lot performance. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 73259ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 72-year-old male patient with a history of cardiology disease. The following data was provided (customer cutoff is 26.2 pg/ml): sample ID (B)(6), result, on (B)(6) 2025, was 1690.3 pg/ml additional laboratory results were provided: bnp result, on (B)(6) 2025, was 122.8 pg/ml; troponin t result, on (B)(6), was 0.054. It was noted that the customer is not questioning the bnp result for this patient. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21 (alinity I stat high sensitivity troponin-I), and a 510k number of k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 72-year-old male patient with a history of cardiology disease. The following data was provided (customer cutoff is 26.2 pg/ml): sample ID (B)(6) result, on (B)(6) 2025, was 1690.3 pg/ml. Additional laboratory results were provided: bnp result, on (B)(6) 2025, was 122.8 pg/ml; troponin t result, on (B)(6), was 0.054. It was noted that the customer is not questioning the bnp result for this patient. There was no impact to patient management reported.